Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d1: brand name, d2b: product code, d4: additional device information, d10. Concomitant medical products, iuniht, certain® titanium hexed screw lot number unknown, g3: date received by manufacturer, g4: premarket identification, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) iuniht, (certain® titanium hexed screw) for evaluation. Visual evaluation of the as returned device identified the screw with signs of use, and general wear. The screw was observed fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿fracture screw¿ the customer did submit two (2) images for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive occlusal forces, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a4: patient weight unknown / not provided d1: brand name unknown / not provided d4: additional device information unknown / not provided d10. Concomitant medical products unknown biomet screw, unknown lot number g4: premarket identification unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
Doctor reported 2 screws fractured. Patient came to clinician with fixed prosthesis on 2 implants in the hand. Clinical and radiographic examination reveals fracture of the two screws directly attached to the sumerged implants at tooth sites 25 and 27. The fractured screws were successfully removed.